Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (pre-anesthesia), the monopolar curved scissors (mcs) instrument conductor wire was broken. The product was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm monopolar curved scissors instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.